Manufacturer narrative:
Article citation: paolo montemurro, tommaso pellegatta, georgios pafitanis, the effect of implant surface on the recurrence rates of capsular contracture following revision breast surgery: early results from a single surgeon retrospective comparative study. 2021; 1-9. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii or IV.

Event description:
Through journal article "the effect of implant surface on the recurrence rates of capsular contracture following revision breast surgery: early results from a single surgeon retrospective comparative study" 40 patients were noted to experience capsular contracture baker grades iii or IV. Three patients had recurrence of capsular contracture. Affected side is unknown. The devices have been explanted.